Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while in use the ventilator shut down by itself. The device attempted two restarts which failed in the post. Patient was not ventilated during this time. Since a nurse was present there was no harm to the patient.

Manufacturer narrative:
For the investigation the logfiles were analyzed. The root cause for the shutdown was a communication problem to pcbs. It was not possible to reproduce the issue, no deviations were found during the performed long-term test. According to specification the evita performed warmstarts in order to solve the problem. During a warmstart the evita opens the airway system to allow spontaneous breathing and generates an acoustical alarm. After a successful reboot the ventilation is continued with the set parameters. In this case the problem persisted and several warmstarts were performed until the user turned off the device. The device alarmed accordingly and opened the airway system. After turning the device off and on again the problem was not present anymore.

Event description:
Please see initial-report.